Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds measurements and high impedance; these changes were suspected to be cause by lack of slack. The physician decided to replace the entire lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds measurements and high impedance; these changes were suspected to be cause by lack of slack. The physician decided to replace the entire lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected b5: description of event.